Manufacturer narrative:
Name - medtronic minimed street - (B)(6) city - (B)(6) state - (B)(6) zip code - (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced infusion set leakage event on (B)(6) 2026. The leakage was at the site.